Event description:
Medivator bite blocks are causing minor cuts on the lips/mouth of patients during endoscopy procedures.

Manufacturer narrative:
The case states that the medivators adult size bite blocks used in endoscope procedures were causing minor cuts on the lips/mouth of patients at this facility. There are no reported cases where the patient sought additional medical attention or experienced any long term effects as a result of these cuts to the mouth or lips. Medivators sales representative is in contact with the facility. This complaint will continue to be monitored within medivators complaint system.